Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump, and the issue was resolved with no recurrence of the malfunction. The customer was advised to continue using the pump and to reach out if the malfunction code reappeared, to which the customer agreed and understood.